Event description:
This was a spontaneous report from a consumer concerning her husband. The consumer's husband applied one bengay moist heat therapy pad (no active ingredient) once on his hip for arthritic pain (exact date unspecified). On an unspecified date, he pulled the product off and found a blister had formed. As treatment, the consumer kept the blister site dry and applied neosporin cream per his doctor's recommendation. As of late 2008, the outcome of the event was not resolved. This case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis / laboratory testing. It cannot be ruled out that the product may have possibly caused the event.